Event description:
Depuy ace trochanteric nail was used in an open reduction internal fraction of left femur. This device broke and had to be removed and was replaced with the same type of device on (B)(6) 2010. No known injury or trauma per patient.